Manufacturer narrative:
The device was received. Investigation is not complete. (B)(4).

Event description:
The customer contact reported a possible programming error resulting in the patient receiving more medication than intended. The pump was reprogrammed to deliver an unspecified concentration of heparin at a rate of 10ml/hr and delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted the pump displayed a rate of 100ml/hr instead of the intended rate of 10 ml/hr. The delivery was stopped. The physician was notified. An activated partial thromboplastin time (appt) was drawn with results reported as greater than 200 seconds. The heparin therapy was discontinued. The pump was removed from clinical service. After an unspecified length of time, a repeat aptt was drawn with results reported as "therapeutic". Therapy was resumed at an unspecified time using a replacement pump. Though requested, no add'l info was provided.